Manufacturer narrative:
The insulin pump passed the displacement test and self test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump alarmed during prime test due to faulty force sensor. Unable to perform the basic occlusion test, occlusion test and excessive no delivery test or test manual prime delivery due to prime alarm. The insulin pump had a severely scratched display window, scratched case and keypad.

Event description:
The customer reported being in the emergency room due to high blood glucose of 555mg/dl. The customer mentioned having a cold a week before the event. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found multiple low reservoir alarms. Assisted the customer to run a manual prime and the insulin did exit. The customer stated that the device was delivering insulin faster than usual during the manual prime and also alarmed. Advised the customer that the device would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.